Event description:
The iab was inserted into the pt on 4/11/97. On 4/12/97, the "high gas leak" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed. No second was inserted. Event complications: none from the event - rpt'd 4/14/97, 6/25/97. Pt current status: alert - rpt'd 4/14/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.